Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 200 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Tandem technical support assisted the customer with placing a new infusion set. Insulin delivery was resumed.